Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds, possibly due to dislodgement. An x-ray was taken but could not confirm the dislodgement. A procedure was completed to reposition the rv lead. A fluoroscopy at the beginning of the procedure also revealed that the right atrial (ra) lead was completely dislodged. Ra thresholds were high and p-wave measurements were small. Several attempts were made to reposition the ra lead but the helix appeared to be unpredictable during extension and retraction. The number of turns required to extend and retract was not consistent. The lead was repositioned several times with favorable measurements but thresholds would quickly rise. The ra lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.